Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed multiple instances of non-recoverable error code 40241. The customer received phone assistance from the technical support engineer (tse). The tse confirmed the occurrence of non-recoverable error code 40241 on universal side manipulator (usm) arm 1. According to the user, usm arm 1 led initially illuminated with an amber led then switched to red. Following this, all usm arm leds switched off. The tse instructed the user to troubleshoot through a system power cycle; however, multiple error faults were registered and the issue remained persistent. Following this, the surgeon decided to convert the procedure to open surgery. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and there were no issues observed. The customer was unable to approximate how long into the procedure that the issue occurred. The customer also noted having seen error 26002 and all arms flashed red when changing tools on usm 4. Troubleshooting was performed, however the issue was unable to resolved.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was unable to be reproduced during functional testing. Review of the system logs confirmed the error fault (non-recoverable error code 40241) on universal side manipulator (usm) arm 1 and other errors at the time of the event. The occurrence of recoverable error codes 25730, 32115 and non-recoverable error codes 26002, 307 was identified indicative of a communication problem on some nodes between usm arm 4 and tornado losing connection. The fse further tested the system through swap operation involving usm arms 1 and 4 and found no issue, both usm arms operated without error. As part of service, fse proactively reseated the axes controller setup (acu) cable on the vertical setup joint (suj), along with additional test drives on all the usm arms. The system and all usm arms operated as expected. After this, the system was verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review was performed using da vinci system (B)(4) confirming usage of the system for two procedures on the reported event date of (B)(6) 2022. During the procedure date, multiple occurrences of the reported error fault was logged. No further review is required as the logs were reviewed and analyzed as part of the isi tse and isi fse investigations. This complaint is considered a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to persistent non-recoverable error code 40241 that was not resolved through troubleshooting. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.